Event description:
During an in clinic follow-up, episodes of oversensing due to myopotentials were observed on the device. Provocative testing was performed and the oversensing was not reproduced. Technical support was contacted and the device was reprogrammed to resolved the event. The patient was stable and will continue to be monitored.